Event description:
On (B)(6) 2013, the reporter contacted animas stating the pump was not "operating". The patient reportedly experienced a blood glucose (bg) value of 449mg/dl with no symptoms. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation there was an issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump passed the flow accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.